Event description:
Customer reports obtaining a result of 270mg/dl while the doctor's device read 112mg/dl. No treatment received. Quality controls were used and reportedly fell outside acceptable ranges. Requested return of suspect device and replacement was sent.